Manufacturer narrative:
Additional information was received indicating event occurrences occurred over two separate dates. Per process, separate complaint r ecords were created to maintain all complaint information per event. This product:61399405331, item: (B)(4), lot no:unknown will be managed via pe (B)(4) and regulatory report number 2184009-2025-01031. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during use of two custom tubing packs, it was reported that there was an issue with cardioplegia tubing popping off the myotherm outlet on two separate occasions, leading to the perfusionists being splashed and needing blood tests for potential infection. Customer cleaned and flushed use of device was unspecified. There was no adverse patient effect associated with this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Continuation of d10: product ID m441026a (231567804); product type: 0186-custom tubing packs; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.